Manufacturer narrative:
Investigation included customer care troubleshooting and verification with a fingerstick measurement. Investigation of this case revealed that the sensor-indicated low did not correlate with the confirmatory blood glucose value. It was concluded that hypoglycemia was not confirmed and the event resolved with user action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user received a low glucose alert from the ilet with an indicated value of 66 mg/dl, verified capillary glucose was 93 mg/dl, and the user manually entered the fingerstick value into the ilet after drinking orange juice. Symptoms included a reported low glucose alert without associated hypoglycemia symptoms. Outcomes included glucose returning to range and the user feeling okay after oral carbohydrate intake.